Event description:
Initial surgery was performed in (B)(6) 2009, with a two level tissue shield plate being implanted. Dr (B)(6) was performing a second surgery on (B)(6) 2013 to address an issue with an adjacent disc in the neck. When he was preparing the site for the implantation of the second plate, he stated that the tissue shield wing was broken from the original implanted device. He removed the broken tissue shield wing and noted that there was no injury to the pt or complaints from the pt. The second implant was successfully implanted with no issues noted. The tissue shield wing was returned to southern spine, however, the plate was not removed from the pt.